Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06707. It was reported that the left ventricular lead was pulled back and was in the right ventricle. Upon fluoroscopy, the right ventricular lead was also noted to be pulled back. Both the leads were repositioned. The patient was stable.